Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the infra-scapular area on (B)(6) 2022 using the cooladvantage+ coolcurve and developed paradoxical hyperplasia (pah/ph) three months after treatment. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional information (provided from cef received after the initial emdr): a2 (dob), a3 (gender), a4 (weight), a4 (weight units), a6 (race), d1 (brand name), concomitant product (two applicators), and b5 (complaint description).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph).